Event description:
Upon inspection of a lap-band product, it was noted there was a "2-3cm longitudinal split in the tubing which was inside the abdominal cavity and hanging in free space."

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned for analysis. The reporter of the complaint was asked to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."